Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to battery pins are depressed and power turns on and off intermittently. Service evaluation verified the battery pins are depressed. Power turns on and off intermittently. The cause was identified to be the rear case which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a battery pins are depressed. Power turns on and off intermittently. No additional information is available.